Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during the replacement procedure of this pacemaker, potential signs of premature battery depletion (pbd) were identified. Subsequently, a request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting more quickly than expected and that the power consumption was increasing abnormally. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that during the replacement procedure of this pacemaker, potential signs of premature battery depletion (pbd) were identified. Subsequently, a request was made to have data from this device analyzed. Data analysis confirmed the battery was depleting more quickly than expected and that the power consumption was increasing abnormally. No additional adverse patient effects were reported. The product was received for analysis.